Event description:
It was initially reported that the zimmer air dermatome ii was producting graft thickness that was inconsistent with the depth setting of the device. Additional clinical info determined that the issue was observed during surgery. There was no patient harm or injury associated with the event and an alternate device was used to complete the surgery without any reported delay. During the device evaluation it was observed that the surface coating of the device was blistering.

Manufacturer narrative:
The device was manufactured on 09/27/2013 and has no repair history at zimmer surgical. Evaluation revealed that the swivel o-ring was missing which resulted in leakage at the swivel; however, the device still operated within speed specifications. Furthermore, nicks and excessive wear along the leading edges of the head and control bar were observed. The device was deemed non-repairable as the handpiece displayed bubbling/blistering of the surface coating and the head housing are non-replaceable components. Calibration testing was not performed since this device could not be serviced. The nicks and excessive wear along the leading edges of the head control bar most likely resulted in sub-optimal graft harvest, which could have caused the customer's reported event; however, the reported event was not confirmed during testing. Improper handling and use over time most likely resulted in the nicks and wear to the device. The device has not been returned to the customer at this time.